Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot# b0982526k, product type: lead.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient had poor efficacy with less than 50% symptom reduction since implant surgery, with it found that one of the electrodes had resistance that was too high. As a result a new electrode was placed. It is unknown what troubleshooting was performed related to the issue, and what the cause of the issue was. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the replacement lead resolved the patient's issue. No further complications are anticipated.